Event description:
Complainant used the product as labeled. They placed a small amount of the product in their contact lens overnight case. The following morning they removed one lens and placed it over their eye. Immediately they felt a burning sensation and removed the contact lens. They thought the problem may have been the contact lens so they inserted the other lens and had the same reaction. After removing the second lens they rinsed both eyes with tap water. They contacted their eye doctor who advised them not to use the product again. He believes the problem maybe due to the "hydrogen peroxide" in the product. He stated that if pt continues to have problems to come to his office "tomorrow". The complainant contacted the firm and they requested the product back for analysis. Pt has agreed to return the product to them.